Event description:
It was reported that the patient underwent a 50 minute endoscopic lithotripsy procedure in the lower pole. During the procedure, the patient experienced inflammation. After the procedure and before the patient was discharged, the patient experienced dysuria and erectile dysfunction. Per the reporter, there was no relationship between the adverse events and the device itself.